Manufacturer narrative:
The icon device was found to be double firing during treatment. This was caused by a damaged foot switch coming apart from the unit, a screw was missing from its side pivot point. The foot switch has been replaced by cynosure and is working within specifications. There was no reported patient injury related to this incident.

Event description:
Laser system was double firing during treatment. This was caused by a damaged foot switch coming apart from the icon laser unit. No patient injury reported.